Event description:
Ous MDR - (B)(6) 2014 four days ago, we were informed that noise was seen during a follow-up. The rv impedance > 3000, decreased sensing and no capture at 6v. The noise looks quite cyclical. The original issue was thought to be with the associated ICD. Today we were provided with an update: it was reported that oversensing was seen during a follow-up. The pacing impedance of the right ventricular lead was > 3000 ohms, sensing decreased, around 10mv, capture threshold was elevated (7.5v), shock impedance 58 ohms (consistent with last f/u). Cardiac echo was performed due to suspected heart perforation and the perforation could not be confirmed. X-ray indicated that the lead was not fully inserted into the header. No adverse patient side effects were reported. The system remains implanted.

Manufacturer narrative:
The device and the lead are currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.